Event description:
The pt went in for dialysis. It was discovered that the red port 28cm dura flow tunnelled dialysis catheter humb was cracked. The port was replaced with repair kit in radiology. Pt then sent on for dialysis.